Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject device exhibited a clogged distal end with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.